Event description:
During robotic cautery, monopolar cord "flashed" and burned through insulating sheath at the base of connection cord that plugs into valleylab cautery generator.====================== health professional's impression======================potential for surgical fire. No harm to patient.